Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was diagnosed with pneumonia by a primary care physician and placed on antibiotics on (B)(6) 2014. The pt was not hospitalized. Medical records have been requested.